Event description:
An altitude alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided tips for preventing altitude alarms, which the customer acknowledged and understood, allowing them to resume insulin with the original cartridge.